Event description:
It was reported that the front part of the drill broke while drilling into the bone. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). D10: cat: 00236022537, lot: 62576541 drill standard 3.7 mm diameter. G2: foreign- (B)(6). Proposed g-code: mechanical (g04) - drill. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified both devices show wear and tear, and have fractured within the length of the cutting flutes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03397.